Event description:
It was reported this balloon catheter was used to post dilate a stent. The balloon was inflated to 5 atmospheres. During post dilatation of the stent, a perforation at the aortic iliac bifurcation and extending into the aorta was noted under flouroscopy. A wallgraft was successfully placed and the patient was transferred to surgery where successful surgical repair of the perforation was performed. The company was informed this patient expired the following day from metabolic acidosis due to an occluded segment of an aortic-bi-femoral graft. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. No malfunction of this device was reported. The balloon did not burst. The company's follow up indicated this balloon was used to post dilate a stent which is a non indicated use of this device. The company believes user technique and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state "medi-tech xxl balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature... Due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... Any use for procedures other than those indicated in these instructions is not recommended."